Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the ultrafiltration (uf) goal was low during a patient's hemodialysis (hd) therapy. The goal was 3.7 l but the uf removed with 2.0 l. Upon follow-up, the nurse stated that the up/down arrows were used to manually adjust the uf goal and treatment time. The uf goal was not turned off at all during treatment. No additional treatments were required for the patient. The patient¿s pre-treatment weight was (B)(6) kg and post-treatment weight was (B)(6) kg. The same scale was used for both readings. This exceeded the maximum end treatment weight goal differential of (B)(6) kg. The machine was manually adjusted back to a uf goal of 4.2l and treatment time of 2 hours 45 minutes. The nurse confirmed that the patient did not eat or drink at all during treatment and no additional fluids were provided to the patient. The nurse confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. The machine was returned back into service and no parts replacement or repairs were required.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.